Manufacturer narrative:
One infusion set was received for evaluation in relation to the reported event. Visual inspection of the device was not able to find damage or other discrepancies on the device that could create a leak. Functional testing of the device was able to confirm and replicate the reported event. During leak testing it was noted that the sample leaked, and it was detected that it came from the ventilation of filter. Root cause of the event was unable to be determined at this time as it is associated with a supplier component. Root cause is currently under investigation with the component supplier. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the patient discovered that the infusion line was filled with air bubbles and even then a leak. It is difficult to know then how much medication the patient received. There was no patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history review. Three sample were received for evaluation. Samples were received without their original packaging and one with original packaging. The samples were visually inspected under normal conditions of illumination. No damages or other discrepancies were detected on filter that could create leak. Leak testing on the samples received was performed using hydrostatic vessel as per procedure. Out of the three samples received, only one of them leaked, and it was detected that it came from the ventilation of filter; thus, the failure mode reported confirmed. It was determined as a supplier component issue; thus a supplier corrective action was sent to supplier, in order to perform a complete root cause analysis for the failure mode reported. It is currently under the investigation phase.